Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available

Event description:
Dr. (B)(6) voiced concern for notching, and post-op x-ray indicates the possibility of a notch. I am sending in this per for a case review to determine what steps/issues might have led to/prevented these concerns. I will be back on site thursday (B)(6) and will pull down the log files and upload. Case type: tka.

Manufacturer narrative:
Reported event: an event regarding failed registration involving 3.0 rio robotic arm mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 213 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2015 to present for similar reported events regarding failed femur registration. There were 2 other reported events ((B)(4)). Conclusion: the mako system performed within its specification. The user moved the patient during the kinematic capture of the hip center resulting in a failed bone registration.

Event description:
Dr. (B)(6) voiced concern for notching, and post-op x-ray indicates the possibility of a notch. I am sending in this per for a case review to determine what steps/issues might have led to/prevented these concerns. I will be back on site thursday 3/29 and will pull down the log files and upload. Case type: tka.